Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/17/2017 to the present date 12/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported occlusion error. There was no patient involvement.

Event description:
The customer reported occlusion error. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they no fault found with occlusion error, lvp keypad recall completed ,replaced door assembly with keypad , replaced dim u4 on display board, latch spring torsion 8100, pivot latch 8100 a review of the device history record for (B)(6) was performed from date of manufacture 10/17/2017 to the present date 12/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service was unable to determine the proximate cause of the reported issue. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Dim u4 display segments / 1143616, keypad ca-2015-0209 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported occlusion error. There was no patient involvement.